Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer also reported insulin pump had unexpected power loss. The customer did not experience any symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis. Frn-reservoir; unomedical infusion set.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing.